Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had signs of contamination. The device's blower motor, stirring fan and exhaust fan were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a hight temperature alarm condition occurred. The device's blower motor, stirring fan and exhaust fan were replaced to address the issue. The device was not returned as previously stated. During additional evaluation, a "service required" alarm condition occurred related to a high temperature alarm condion. The device's thermistor also needs replaced to address the high temperature issue.